Event description:
It was reported that the spikes of an unspecified quantity (at least 3) of secondary sets were falling out of the medication bags. This issue occurred when infusing dilitiazam, zosyn and vancomycin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This event occurred during the unspecified date of 2022, further describes as over the last two (2) months. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.